Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced syncope and presented in clinic. Upon interrogation, the pulse generator exhibited noise. The device was reprogrammed. The patient had experienced presyncopal symptoms. On (B)(6) 2016, the device was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
Final analysis found the wire bonds connecting hybrid to the feed through were disconnected. Foreign material was found and indicated epoxy was presented underneath the ventricular contact spring and they was likely the cause of the noise reported in the field